Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. A visual inspection found that the entire device was slightly worn. The dso gasket had an air bubble. No problems were found during a review of the event history log. During the functional testing, the lock was found to be working properly but the dso sensor was not working. The cause of the problem was unknown. The dso sensor was replaced. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Event description:
It was reported that the cassette lock was defective. The issue was discovered during a functional test in the workshop and no further information is available. There is no patient involvement and no patient harm/adverse event reported.